Event description:
It was reorted that (1) device was used during an unknown procedure. It was reported by the rep that the ez45b instrument handle broke during use. Another ez45b instrument was used to complete the case. There was no consequence to the pt.